Event description:
Patient was revised to address infection.

Manufacturer narrative:
Examination was not possible, as no product was not returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.